Event description:
Granuloma on chin [injection site granuloma]. Rha4 injected into nasolabial folds, oral commissures, and chin [off label use]. United states report received from a physician on 17-aug-2021. A physician, who was also the injector, reported that an (B)(6) year-old female patient received rha4 to treat marionette lines, on (B)(6) 2021. A volume of 2 cc ( two syringes) was applied to the marionette lines, nasolabial folds, chin, and oral commissures using an unknown injection technique. It was unknown if a cannula was used for administration of rha4. Previous cosmetic procedures included previous facial filler use of bellafill. Medical history included past use of estradiol, calcium, vitamin d and multivitamin. Concomitant medications, and food supplements were not reported. Vaccination history included covid vaccination in (B)(6) and (B)(6) 2021. On (B)(6) 2021, the patient experienced a nodule on the chin. It was moderate in intensity. A punch biopsy was conducted on (B)(6) 2021 and a granuloma was diagnosed. On (B)(6) 2021, as treatment, the patient received five milligrams of tack. The patient also received treatment with hyaluronic acid. On (B)(6) 2021, the patient was feeling much better and the granuloma was recovering. The outcome of the event was recovering. The product was not available for return. (B)(4). Follow-up information was received on 02-sep-2021 from the physician. Patient demographics, historical medications, injection sites, volume injected, onset date and outcome of the event, vaccination history, biopsy information, and treatment was provided.